Event description:
It was reported that the device was used during a subtotal colectomy. The device was hard to squeeze and an unknown error tone was displayed with the gen11 generator. The jaws would not open. The device was stuck on tissue but was able to be opened and removed from the tissue without incident. It is unknown how the case was completed. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.